Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unable to charge using the usb cable. The customer's blood glucose (bg) was 200 mg/dl. A replacement usb cable was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the replacement cable resolved the issue; however, the customer did not respond.